Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device was implanted.

Event description:
Patient had primary surgery of the arm of which the screw popped through the distial humerus plate. Delay of 30 minutes. Surgery completed successfully. The screw was thrown away and the plate was used to finish the case.